Event description:
It was reported that the measured fluid deficit climbed rapidly. The surgeons were notified that the pump rose at several points through the case. When the pump reached 2200ml the surgeon decided to abort the case hysteroscopically and go in laparoscopically. At this point in the case there was no visible evidence of a perforation.

Manufacturer narrative:
Part number 0502000000 is a kit which is comprised of a pump, roller base and weighing system. All three pieces were returned and the failure mode was confirmed solely on the weighing system. Visual inspection of the pump: the pump was received with the warranty seal unbroken. The calibration sticker on the back of the pump indicates it is overdue for calibration because the due date was april, 2012. Visual inspection of the pump confirmed the presence of slight physical damage to the upper pressure sensor. Refer to the attached picture. No physical damage was observed to the rest of the pump. The pump was then visually inspected for burnt/damaged components on all pcbas and none were seen. Functional inspection of the pump: after the pump was switched on, an illuminated red led was observed on the bam board. The pump was then uploaded to review the error log for discrepancies. An OEM report was received stating there were no abnormal entries in the error log; the pump was fine. Additionally, the pump was tested with a known working weighing system and roller base; the console passed. The probable root cause(s) for the measured fluid deficit climbing rapidly could be due to use error or nonconforming weighing system. Inspection of the roller base: there was no problem found on the returned roller base. Functional inspection of the weighing system: weigh scale received out of calibration over 6000 inflow volume out of calibration with outdated software. The probable root cause(s) for the measured fluid deficit could be due to calibration or outdated version of software.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The pump was received with the warranty seal unbroken. The calibration sticker on the back of the pump indicates it is overdue for calibration. Visual inspection of the pump confirmed the presence of slight physical damage to the upper pressure sensor. No physical damage was observed to the rest of the pump. The pump was then visually inspected for burnt/damaged components on all pcbas and none were seen. The probable root cause(s) for the measured fluid deficit climbing rapidly could be due to use error or nonconforming weighing system. The probable root cause for the slight physical damage to the upper pressure sensor is likely due to user mishandling. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the measured fluid deficit climbed rapidly. The surgeons were notified that the pump rose at several points through the case. When the pump reached 2200ml the surgeon decided to abort the case hysteroscopically and go in laparoscopically. At this point in the case there was no visible evidence of a perforation.

Event description:
It was reported that the measured fluid deficit climbed rapidly. The surgeons were notified that the pump rose at several points through the case. When the pump reached 2200ml the surgeon decided to abort the case hysteroscopically and go in laparoscopically. At this point in the case there was no visible evidence of a perforation.